Event description:
While managing the patient a public safety employed advanced life support provider established IV access in the patient's right wrist. The venipuncture was completed with a standard agency supplied 18-gauge IV catheter. It was quickly determined that the IV access was non-patent and had infiltrated. The provider terminated the flow of the IV fluid and proceeded to withdraw the catheter. He was witnessed to have grasped the green hub of the catheter between his index finger and thumb while slowly extracting the catheter. The IV tubing was still attached to the catheter hub as the catheter was being withdrawn. The hub separated from the catheter with the catheter remaining in the vein. The catheter shear was identified and the dislodged catheter was palpable within the vein in the immediate vicinity of the venipuncture site. The incident was reported to the receiving hospital (emergency department) staff. The staff was also able to palpate the catheter embolus within the vein. The actual needle and protective shield apparatus was not recovered as it had already been disposed of in the sharps container and we were unable to determine which soiled apparatus in the container was the partner to the hub and catheter.